Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/23/2013 with the following findings: a review of the pump¿s history showed one low battery and one replace battery alarm; no reboots or excessive battery usage were observed. No damage was found to the returned battery cap or the battery compartment. The returned battery cap was able to fully tighten to the pump and the pump was able to power on normally. The pump was exercised for 24 hours with no power interruptions. The current draws were found to be within specifications. The pump cover was removed and no internal moisture or damage was found to the power circuit or battery flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (power issue) issue. The reporter stated that the pump would not power on after a recent battery change. The reporter was advised to reinsert the new battery; the pump then had audible tones but a blank display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.